Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 08/04/2014 to report that the receiver displayed a firmware error on (B)(6) 2014. There was no report of injury or medical intervention. No additional patient or event information is available.